Manufacturer narrative:
(B)(4) the customer returned one guide wire and a 3-lumen catheter for analysis. The guide wire was partially advanced within the catheter and was unraveled. The components showed evidence of use in the form of dried blood. Visual examination revealed the guide wire was unraveled from the proximal weld and is kinked/distorted in several locations along the body, both distal to the catheter and within the catheter. The returned catheter showed evidence of use but no obvious defects or anomalies. Microscopic examination of the guide wire confirmed the core wire was broken adjacent to the proximal weld. The exposed proximal core wire tip was tapered and discolored at the point of separation. Both welds were present and appeared full and spherical. Microscopic examination of the catheter did not reveal any defects or anomalies. The broken core wire measured 599 mm in length, which is within the specification limits of 596-604 mm per guide wire product drawing; therefore, no pieces of the core wire appear to be missing. The outer diameter of the guide wire measured 0.790 mm, which is within the specification limits of 0.788-0.826 mm per guide wire product drawing. The catheter length from the distal end of the juncture hub to the distal tip measured 218 mm which is within the specification limits of 207-227 mm per catheter product drawing. The outer diameter of the catheter body measured 0.096 mm which is within the specification limits of 0.094-0.098 mm per catheter extrusion product drawing. The returned guidewire could not be functionally inspected due to the extent of the damage of the returned components. A manual tug test confirmed that the distal weld was intact. A device history record review was performed , and no relevant manufacturing issues were identified. The instructions for use (IFU) provided with this product describes suggested techniques to minimize the likelihood of guide wire damage during use. The IFU cautions that if resistance is encountered when attempting to remove the spring-wire guide after catheter placement, the spring-wire may be kinked about the tip of the catheter within the vessel which may result in undue force being applied resulting in spring-wire guide breakage. If resistance is encountered, withdraw the catheter relative to the spring-wire guide about 2-3 cm and attempt to remove the spring-wire guide. If resistance is again encountered, remove the spring-wire guide and catheter simultaneously. The report that the guide wire unraveled was confirmed through examination of the returned sample. The core wire was broken adjacent to the proximal weld. The guide wire and catheter met all functional and dimensional requirements during investigation testing. No manufacturing defects were found during this investigation. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "when the guide is removed, it loses its structure and disintegrates the metallic fiber of the catheter." The guidewire and catheter was removed and another catheter was inserted. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "critical".

Event description:
It was reported that "when the guide is removed, it loses its structure and disintegrates the metallic fiber of the catheter." The guidewire and catheter was removed and another catheter was inserted. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "critical".

Manufacturer narrative:
(B)(4).